Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which caused pacing inhibiting and led to the patient feeling presyncopal. Review of the episodes noted the lead had been exhibiting noise since (B)(6) 2016. The lead was successfully capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.